Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that they checked the listed tracheostomy tube for leaks prior to intubation, and no leaks were observed. After an unreported amount of time in patient use, the device was found leaking at the cuff. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
The reported suctionaid tracheostomy 8.0mm soft seal cuff was not returned for investigation but images were received. A thorough investigation could not be performed due to the fact that no samples were available. It is seen on the images that the cuffs were inflated. No leakage can be seen on the photos. The complaint was not confirmed and no root cause could be determined since no samples were received. MFR# clarification: new registration number (B)(4) has been received, however, this initial MDR was filed under the prior registration number (B)(4).